Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other): the perforation right essure coil distal end perforated out of fallopian tube') and pelvic pain ('pelvic pain/ pain') in a 47-year-old female patient who had essure (batch no. 50682328) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included trichomonal vaginitis on 6-sep-2012 and vitamin d deficiency. Concurrent conditions included morbid obesity, aching in knees, gout, menopause, uterine fibroid, mastodynia, cyst rupture, tendinitis, urinary urgency, pelvic discomfort, bacterial vaginosis, menopausal symptoms and candida vaginal. Concomitant products included ibuprofen (motrin). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)") and fatigue ("fatigue"). In 2015, the patient experienced vertigo ("vertigo"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced visual impairment ("vision problems") and eye disorder ("eye problem"). In (B)(6) 2018, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain/ abdomen pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraine"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psychological / psychiatric probelms"), back pain ("back pain") and groin pain ("groin pain") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, migraine, vaginal haemorrhage, dyspareunia, fatigue, cystitis, urinary tract infection, vaginal infection, vertigo, psychological trauma, visual impairment, weight increased, weight decreased, back pain and groin pain had resolved and the metrorrhagia and eye disorder outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, groin pain, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vaginal infection, vertigo, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, dysmennorhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods) and migraine. Essure microinsert placed without difficulty with 3 coils being visible. The right tubal ostium was visualized and the essure microinsert placed without difficultly with 3 coils being visible. Current weight 273 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, abdominal pain most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet and medical records were received. Events per pfs: perforation (other): the perforation right essure coil distal end perforated out of fallopian tube, abnormal bleeding (vaginal), dyspareunia (painful sexual intercourse), fatigue, bladder infection, urinary tract infection, vaginal infection, vertigo, psychological / psychiatric problems, vision problems, weight gain, weight loss, back pain and groin pain. Lot number, medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and migraine ("migraine"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic pain, dysmennorhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods) and migraine. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication and essure implant date updated. Essure explant date added. Previously reported ¿injury to herself¿ was updated to pelvic pain. Events- dysmennorhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods) and migraine were added. Lab data updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other): the perforation right essure coil distal end perforated out of fallopian tube') and pelvic pain ('pelvic pain/ pain') in a 47-year-old female patient who had essure (batch no. 50682328) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included trichomonal vaginitis on (B)(6) 2012 and vitamin d deficiency. Concurrent conditions included morbid obesity, aching in knees, gout, menopause, uterine fibroid, mastodynia, cyst rupture, tendinitis, urinary urgency, pelvic discomfort, bacterial vaginosis, menopausal symptoms and candida vaginal. Concomitant products included ibuprofen (motrin). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)") and fatigue ("fatigue"). In 2015, the patient experienced vertigo ("vertigo"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced visual impairment ("vision problems") and eye disorder ("eye problem"). In (B)(6) 2018, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain/ abdomen pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraine"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psychological / psychiatric probelms"), back pain ("back pain") and groin pain ("groin pain") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, migraine, vaginal haemorrhage, dyspareunia, fatigue, cystitis, urinary tract infection, vaginal infection, vertigo, psychological trauma, visual impairment, weight increased, weight decreased, back pain and groin pain had resolved and the metrorrhagia and eye disorder outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, groin pain, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vaginal infection, vertigo, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, dysmennorhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods) and migraine. Essure microinsert placed without difficulty with 3 coils being visible. The right tubal ostium was visualized and the essure microinsert placed without difficultly with 3 coils being visible. Current weight 273 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, abdominal pain lot number: 50682328 manufacture date: 2012-08 expiration date: 2015-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.